Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). Trending analysis of the haze/mist issue was reviewed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. A test cycle was performed and no smoke/mist/odor was present. The reason for return and failure was not confirmed. The oil mist filter was returned and visually inspected. The oil mist filter was found to be soaked with oil and contaminated. The reason for return and failure was confirmed. The vacuum pump oil was not returned for functional evaluation. The assignable cause of the haze/mist issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Patient identifier changed from na to unk. Device available for evaluation? Changed from no to yes. Device evaluated by manufacturer? Changed from not returned to manufacturer to no. Addnl. Manf. Narrative changed from "a field service engineer was dispatched to customer site. The vacuum pump oil, catalytic converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service." To "a field service engineer was dispatched to customer site. The vacuum pump oil, catalytic converter and oil mist filter were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service."

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported a ¿mist¿ or haze emitting from their sterrad® 100s sterilizer. Five healthcare workers (hcw¿s) experienced reactions of eye and throat irritation. The hcw¿s did not seek or receive any medical attention/treatment and their reactions resolved on their own within a few hours. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. Based on the information received in the complaint, the hcw symptoms suggest the event was not serious, and resolved without medical attention. Furthermore, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure; however, this event is being reported as a malfunction subsequent to a serious injury.